Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "during the maintenance of the device, it is observed that the catheter has a leak on one of the lines." This was found during post cleaning inspection. Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
(B)(4). The actual device was not returned; however the customer provided one video for analysis. Visual analysis revealed leaking on the distal extension line. The customer also returned one 2-l PICC for evaluation. Obvious signs of use were present in the form of biomaterial within the extension lines. The catheter distal end appeared to be intentionally severed. The catheter was bent in multiple locations but nothing severe enough to be considered a kink. Visual inspection of the catheter revealed a small hole in the distal extension line near the luer connection. The distal extension line outer diameter measured 0.095", which is within the specifications of 0.090" - 0.010" per product drawing. The distal extension line inner diameter measured 0.057" which is within the specifications of 0.052" - 0.062" per product drawing. This indicates that the wall thickness measured within specifications. The catheter measured 409mm, from the proximal end to the cut end. By subtracting the measurement from the specifications of 503.2mm - 508mm from product drawing, it was estimated that about 94.2mm - 99mm was intentionally cut from while in use. Functional inspection of the catheter was performed per the instructions for use (IFU) provided with the kit which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter lumens were flushed using a lab inventory 10ml syringe. Water was observed exiting the hole in the distal extension line. The proximal lumen flushed as expected. A manual tug test confirmed the extension line was still connected to the luer connector. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture". The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. Functional and visual inspection revealed a hole on the distal extension line extrusion. Based on the report the defect and the appearance of the damage, manufacturing likely caused or contributed to the reported event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "during the maintenance of the device, it is observed that the catheter has a leak on one of the lines." This was found during post cleaning inspection. Additional information was requested from the customer; however, further details have not been provided at this time.